Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing radio frequency (rf) signals during a scheduled ablation procedure. There were pauses in pacing. Technical services (ts) provided troubleshooting including programming options for this procedure. No adverse patient effects were reported. Currently, this crt-p remains in service.